Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the o2 cell/sensor test failed during pre-use check and replacement of the control printed circuit board (pcb) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Control pcb contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The reported issue was confirmed in provided device's logs. Moreover alarms of o2 concentration high, o2 concentration low and expiratory minute volume low were revealed during evaluation of device's logs. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. Alarm o2 concentration high is activated when measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Alarm expiratory minute volume low are indicates that there is an issue with delivering of the set volumes. Incorrect delivery of the set volume may indicate leakage during ventilation. The defective part was not returned for investigation, despite request. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to control pcb.

Event description:
Manufacturer's ref. #: (B)(4).